Event description:
On (B)(6) 2025, the user reported briefly seeing insulin leaking between the pump and connector while attaching the adapter. The leak stopped after a few drops, and the user confirmed the cartridge was not overfilled. The agent recommended a supply change, but the user chose to continue using the current setup after observing stable blood glucose (bg) levels. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.